Event description:
It was reported that there was oversensing of noise, an impedance spike to high impedance of 1800 ohms, and fluctuating impedance. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; proximal segment was received for analysis. Outer insulation was found breached cut. Performance data collected from the device revealed high ventricular impedance. The ventricular pace impedance was around 400 ohms until the week ending (B)(6) 2008 when the max value was 1468 ohms. This max value remained elevated through the end of the record (B)(6) 2009. The range over this time was 1468. Interference/noise also was observed. The lifetime ventricular sensing integrity counter is 25,249. A high value of this count can indicate a possible intermittency in the system.